Manufacturer narrative:
Outcome of investigation is pending reciept of unit to evaluate. A final report will be submitted upon completion.

Event description:
Aide was lifting patient. The carry bar "gave way". The patient dropped onto bed. No injury occured.

Manufacturer narrative:
This was investigated and addressed through car 16-39. Root cause of nonconformity: users are not performing pre-use inspections, nor preventative maintenance (pm) checks on carry bars as specified in the ceiling lift preventative maintenance checklist (75-02-01). Some users continue to use certain accessories like the carry bar beyond their normal life cycle (10,000 lifts, or 5 years), and until such time that they are no longer functional, or become visually unappealing. Corrective action: a metal insert (635209) was designed under ecr 888 for use in plastic puck carry bars to extend carry bar lifespan and prevent the puck from breaking or fracturing. The metal insert helps evenly distribute the load that occurs between the round strap pin, the plastic puck and the top plate. These free inserts are distributed upon request under a recall filed with FDA and fsn-0011u, august 29, 2016 in the USA, and are supplied in a strap kit (413701) along with a new strap (413743) and installation bulletin (753452).